Manufacturer narrative:
(B)(4). The reported malfunction of a "pusher block assembly piece broken off" was confirmed and not reproduced. The cause of the reported condition was determined to be a damaged pusher block. The pusher block was replaced to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported an infuso.r. Pump with a condition of pusher block assembly piece broken off. It is unknown when this condition occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. Baxter quality engineering confirmed this event as a damaged pusher block. No additional information is available.